Event description:
It was reported that the lead dislodged. The lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted, the proximal conductor was distorted, the proximal conductor was stretched, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead appeared to have been damaged at implant and the lead was stretched. It was visually noted that the full lead in segments was returned with the helix stretched distorted/bent and fully extended.